Event description:
The customers biomed reported a speaker failure on the intellivue x3. The customer stated that a speaker malfunction inop was displayed from the intellivue x3. There was no sound coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.